Event description:
(B)(4). Started having intermittent pain in my right side. Slowly progressed getting worse over the next 6 months. I began having other issues as well just as migraines, excessive bleeding, bacterial vaginosis, multiple uti's, joint pain. In (B)(6) 2015 my pain became more intense and wouldn't go away. I had 2 ultrasounds and a CT scan that confirmed my coil on my right side had migrated into my uterus.